Event description:
It was reported that the left va thoracotomy lobectomy was performed for cancer th stapler did not seal the vessel there was bleeding post use. It did not seal properly and was not hemostatic. Intervention was performed to prevent permanent damage, hemoclips were applied to stop bleeding and seal vessel. Procedure completed successfully.

Manufacturer narrative:
(B)(4). Batch # :unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/ manufacturing irregularities were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did the device cut the tissue? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the current patient status? Bleeding was controlled with hemp clips. Patient was stable day of surgery. No blood transfusion.